Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. Review of the log does explain the behavior of the device as reported by the customer. The device recognizes significant artifact which results in the device changing to defib mode and alerting that the patient should be checked. The device still needs to be manually engaged to discharge energy if it's configured to autocharge. The device was returned with an mfc cable and passed full functional testing with the returned accessory. The device was stress tested and operated as expected. The mfc cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device prompted to "select defib mode", switches settings on its own, self-selected the energy level. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.